Manufacturer narrative:
This event was initially reported under manufacturing report number 0001822565-2017-06584, which has since been voided. This manufacturing number, 0002648920-2018-00217, will be kept for investigative purposes. (B)(4). Concomitant medical products: nexgen all polyethylene patella, catalog #: 00597206529, lot #: 62034458, nexgen prolong articular surface, catalog #: 00596203210, lot #: 62028795, nexgen lps-flex femoral component, catalog #: 00576401551, lot #: 62070840. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00599, 0002648920-2018-00217, 0001822565-2017-06585, 3007963827-2018-00043. Remains implanted.

Event description:
It was reported that approximately 5 years post left knee surgery, patient is experiencing pain, fluid, and elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of complaint history determined that no further action(s) is/are required. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.